Manufacturer narrative:
A ge service representative performed an on site investigation. The single board computer was identified as requiring replacement. The customer has opted not to repair the system at this time.

Event description:
The customer reported that the workstation would not boot up. There is no report of patient injury.